Event description:
It was reported an excessive moisture/maceration under the dressings and adhesive was pulling/lifting the skin upon removal. A seven-lot number was involved 201849, 201902, 201908, 201909, 201914, 201918, 201921. It is known which caused maceration and skin stripping.